Event description:
It was reported that the pt developed an infected wound in back from that catheter. The catheter had backed out of the intrathecal space. The back incision was swollen and had pus present. The catheter and pump were being removed on the date of the report. Unable to follow-up with contact info provided, no additional info was obtained.